Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has high and unstable impedance and high interval counts. The pacing threshold is elevated and several non sustained tachycardia events were recorded. The patient alert tripped on (B)(6) 2010 for high impedance. The device remains in use. No patient complications have been reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.